Event description:
It was reported that the patient had a return of a radical air pattern that was similar to the one he experienced pre-implant. About one week post-implant, the patient was sick with the stomach flu and went through some violent vomiting episodes. The patient stated that he felt like the spacer was rocked back during that time. When the patient when to the operating room, the physician noted that the spacer was never dislodged and remained in the desired space. However, the spacer was rocked back. The patient underwent a revision procedure and the spacer was repositioned. The physician noted that the spacer was not displaced and had just tilted a little. The patient is feeling well postoperatively.